Event description:
It was reported that the patient was in a car accident and suffered a broken collar bone on the same side as the ICD system. Following the accident the right ventricular lead exhibited a decrease in r-wave amplitudes, high capture threshold, and a slight increase in pacing lead impedance. A lead extraction was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead also exhibited a subsequent decrease in pacing lead impedance, and that the lead was capped and replaced as planned. The patient was in good condition following the procedure.